Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately (B)(6) months ago. There was thrombus present in the proximal aortic neck. It was reported that approximately (B)(6) month post implant the patient presented with a rupture aneurysm and expired. The admitting physician stated the cause to be a type I endoleak. There was no intervention performed. Films pre-implant show a thrombus-filled proximal neck and aneurysm. The proximal neck was approximately 24mm x 27mm (flow lumen diameter) at the renals; irregular in shape. The aneurysm was approximately 5.2 cm in diameter with a 2.6 cm max flow lumen diameter. Post-implant films at (B)(6) month showed that the stent graft was approximately 10mm below the renal (suprarenal stent apices at the renal). The proximal margin of the stent graft od measured approximately 35 mm; no infolding was seen. The ipsilateral limb was placed on the right side. There was a proximal type I endoleak. Thrombus was also seen lined within the bifur aortic body. The low placement of the stent graft, in combination with the thrombus, may have contributed to the endoleak. Films immediately post implant were not provided; therefore unknown if the stent graft position moved distally in this (B)(6)-month implant duration.

Manufacturer narrative:
(B)(4) - (films). (B)(4) - inherent risk of procedure (death, endoleak, rupture), patient's condition affected effectiveness of device (thrombus in the aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (thrombus in the aortic neck), operational context contributed to event (low stent graft placement).